Event description:
The facility reported an infusion pump that shutdown during patient infusion. According to the hospital representative, a patient had been connected to the pump for approximately 6 hours when the patient decided to change to a sitting position. Approximately 1/2 hour later the pump gave a damaged battery message and shutdown. The pump was replaced with another one and infusion was restarted. According to the facility representative, no patient injury or medical intervention occurred. No additional information was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.